Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The customer states on (B)(6) 2012, the pt receives a palindrome his catheter. On (B)(6) 2012, during a dialysis treatment, the nurse discovers micro air bubbles on the arterial side. On (B)(6) 2012 during another dialysis treatment, there is a three arterial alarm, there is air in tubing, the air bubbles are coming from the palindrome catheter. An x-ray of the thorax was taken. According to x-ray, the catheter is in the right svs. On (B)(6) 2012, a repair kit was used replacing arterial extension but the hole in the catheter is distal to the leak and the catheter is removed. On (B)(6) 2012, the pt receives a new palindrome hsi catheter. The pt had profuse postoperative bleeding that led to high potassium level of 6, 8 where the pt had to have a dialysis treatment. According to the doctor, the new palindrome his catheter is functioning correctly.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.